Manufacturer narrative:
It was discovered that prior to the start of the procedure, the scrub technician pulled the incorrect sheath size for use with the vari-lase laser fiber. The physician confirmed this error in his report to vsi. Manufacturer concludes that this event was due to user error, since incompatible device components were used during the procedure. Device will not be returned to vsi and no evaluation will be performed.

Event description:
Physician reported that following the completion of a vari-lase procedure, they found that a 13cm piece of the vari-lase kit sheath had burned off and remained in the patient's vein. It was then learned that prior to the case, the scrub technician pulled a 70cm vari-lase sheath from kit model #7116 instead of a 55cm vari-lase sheath from kit model #7114, resulting in the 55cm vari-lase laser fiber being incorrectly used with a vari-lase 70cm sheath. The physician performed a cutdown to retrieve the sheath piece from the patient's vein, and the piece was successfully retrieved.